Manufacturer narrative:
The reported issue was reviewed by medtronic personnel. The investigation found that the probable cause of the reported issue was frame movement due to the head-frame being used without a strap. References to the instructions for use (IFU) were provided stating that any reference movement would required a new registration.

Manufacturer narrative:
A medtronic representative reported that the patient scans not up to protocol and use error is likely the cause of the alleged inaccuracy. The same surgeon performed a second functional endoscopic sinus surgery (fess) and stated there were no issues, no inaccuracies during that procedure. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that while in an functional endoscopic sinus surgery (fess), the surgeon alleged an inaccuracy in the ethmoid area at anterior skull base occurred, resulting in a minor cerebrospinal fluid (csf) leak. The inaccuracy was alleged to be approximately 6 millimeters and occurred during navigation. The surgeon stated that the initial registration looked accurate, so she proceeded, chose not perform another registration and continued the procedure. The surgeon stated that the she was in ethmoid bone at an area of interest with the ostium seeker and 70 degree suction. The surgeon stated that the navigation system showed she had more ethmoid bone to debride through, however, via the scope she deemed being at the skull base. The surgeon stated that a very small hole was made through the anterior skull base. Headframe patient tracker was used with pt sticker and head frame used without a strap the surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy.